Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via a merlin.net transmission and the right ventricular lead exhibited increased thresholds and a steady decline in r wave sensing. No intervention or additional information was available at this time.